Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On march 19, 2010, the lay user/patient's spouse contacted lifescan (lfs) (B) (4) alleging that the patient's one touch ultra2 meter was reading inaccurately erratic and high. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient's spouse reported that on an unspecified date in (B) (6) 2010, the patient obtained alleged inaccurate results of "18 or 19 and 10 mmol/l" with the subject meter, performed greater than 20 minutes apart from each other. The reporter claimed that the reading of "18 or 19 mmol/l" was taken at 6:30 am (before breakfast) and the "10 mmol/l" result was taken at noon (before lunch). The reporter stated that the patient tests his blood glucose 4x/day and manages his diabetes with metformin, novorapid insulin (at each meal, based on sliding scale), and novolin. The patient's wife reported that the patient took an increased dose of rapid acting insulin (16u of novorapid and 18u of novolin) for the morning reading; however, took his usual dose per his sliding scale for the lunch reading (amount unknown). At an unspecified time after obtaining the "10 mmol/l" result on the subject meter, the reporter claimed that the patient "passed out"; however, regained consciousness on his own without any form of medical intervention. The reporter felt the patient "passed out" as a result of a low blood sugar. As a result of losing consciousness, the patient's spouse stated that the patient bruised his head, hip and broke his toe. The reporter claimed that the patient was alone at the time of the event and was not able to confirm if the patient tested his blood glucose at the onset of symptoms. The patient's spouse stated that when she arrived home at approximately 2 pm, the patient was "up and walking". At that time, the reporter claimed she gave the patient something to eat. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting. The csr also noted that the reporter mentioned that the patient has "no appetite" and has to be reminded often to eat. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly "passed out" due to low blood glucose after the alleged meter issue began.